Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with an intraocular lens (iol) that was implanted thirteen years ago and was noted to be partially opacified on the posterior portion of the lens. The physician reported the anterior portion of the lens seemed to be clear. Additional information has been requested.